Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the unicel dxi 800 access immunoassay system for one patient. Customer tested a patient sample for accutni and obtained results in the range of 0.14ng/ml-1.59ng/ml. When tested on the different instrument, it gave 2 results of 0.05ng/ml. Another sample obtained from this patient gave a result of 0.54ng/ml and when repeated on a different instrument it gave a result of 0.50ng/ml. The patient was drawn five times since the erroneous event and all samples reported as 0.10ng/ml, which is within the risk stratification range. The patient was redrawn since a reproducible result could not be obtained on both instruments. The erroneous result was not reported outside the laboratory. No reports of death, injury, or changed to patient treatment have been received in connection with this event.

Manufacturer narrative:
The sample is plasma collected in a lithium heparin collection tube with a gel separator. The sample was aspirated from the primary tube for all results. The laboratory has had problems with samples drawn in the ER. Further details were not provided. Qc was within specifications before and after the erroneous result. No errors were posted to the event log. Service was not dispatched for this event. Customer is not questioning any other results or assays. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.